Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was attributed to tightness issues due to ingress, or coating, of dust or dirt in the area of the ambient valve (msp160164). The correction consisted in opening of the device and removal of any dust or dirt from the ambient valve (msp160164). The device passed all performance tests and a test run and was released for further use. There was no further recorded occurrence of the described failure.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was attributed to tightness issues due to ingress, or coating, of dust or dirt in the area of the ambient valve (msp160164). The correction consisted in opening of the device and removal of any dust or dirt from the ambient valve (msp160164). The device passed all performance tests and a test run and was released for further use. There was no further recorded occurrence of the described failure. Hamilton medical ag complaint number: cer 144485. Follow-up 2 - corrected information: **UDI related data quality updates only** . Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).